Event description:
It was reported that the high voltage coil impedances were high, with the device noted to be at eri (elective replacement indicator). The patient had been lost to follow-up, and when asked how long the device had been beeping, the patient stated it was beeping every morning since it was implanted. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4543 competitor implantable pacing lead, (B)(6) 2006; 5568-53 implantable pacing lead, (B)(6) 2006. (B)(4).